Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) recorded a capacitor reformation charge time of 18.8 seconds for the last auto cap reform on november 9th. Two manual cap reforms were performed and the charge time decreased to 14 seconds. The battery voltage is beginning of life (bol).